Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. Upon review, the electrogram (egm) was noted to be flat. Air entrapment was highly suspected to be the cause of the noise, oversensing and inappropriate shock. This patient was hospitalized and released the following day. Automatic setup was re run and this s-ICD selected alternate vector. Technical services (ts) discussed additional troubleshooting options. This patient will continue to be monitored. No adverse patient effects were reported.